Manufacturer narrative:
(B)(6). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: empty. The analysis results found that the iris seal of the hap02 device was torn. A flr02 device was returned along with the hap02 instrument and upon visual inspection it was found in good condition. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated to the lower ring, where the tear continued 360º around the lower ring. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the iris valve seal was broken suddenly during the procedure. Changed to another one to complete the procedure. No adverse event on the patient.